Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after waking from a nap, with the device showing 356 mg/dl and a confirmatory fingerstick of 358 mg/dl, followed by a supply change and a subsequent fingerstick of 343 mg/dl; the user reported no symptoms and noted no visible site or tubing damage. Symptoms included no reported clinical manifestations. Outcomes included no hospitalization and continued self-monitoring, with the user declining a follow-up call. Investigation included remote troubleshooting and education, including guided supply change and verification of blood glucose via fingerstick. Investigation of this case revealed no confirmed device malfunction or component failure, and no site integrity issues were observed during the guided check. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.